Event description:
It was suspected that a pt's pump had flipped again within the pocket. The patient was experiencing fluctuating fluid weight gain since the pump was implanted, and was dissatisfied with the therapeutic results. Two previous surgical interventions to anchor the pump was noted as having occurred in (B)(6) and (B)(6) 2010. A physician had anchored the device to muscle. The patient believed that a mesh pouch was used at the time of her past pocket revisions. During a revision on (B)(6)2010, a physician straightened the patient's catheter out again, as they believed it may have been kinked. On (B)(6)2010, a physician attempted to change the pump medication at mid-refill interval, and found he could not access the pump reservoir. The physician tried accessing again using fluoroscopy without success; and despite many needle pokes. It was planned that the patient was to see her physician on (B)(6)2010 for a change of medication. The patient noted she could not see an outline of her implanted 40 ml pump through her skin, but that she could tell it was moving around again. It was noted that the patient declined seeing a physician recommended neurosurgeon. On (B)(6)2010, it was further reported that the patient met with her physician yesterday and received a single bolus. The pt stated that she did not feel her administered personnel therapy manager (ptm) bolus', but did immediately feel the single bolus given by use of the physician's programmer. The bolus doses were noted as having been the same. It was indicated that the pt was told by her physician, that she had received her two minute duration bolus using her ptm. The pt's outcome in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info is being reported from the hcp, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4)